Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty retracting the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device with a reported issue referenced in b5 is filed under a separate medwatch report number.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with an 8f sheath after an interventional percutaneous chronic total occlusion coronary procedure. Reportedly, after deployment of the first proglide device, the lever was returned to its original position to close the foot before removal of the device was attempted; however, strong resistance was noted, and the device got stuck. The device was ultimately successfully removed little by little by cutting the skin while the deployed foot was moved by a surgeon who had previous experience with proglide. At that time, the guide wire was already re-inserted, so a second proglide was deployed but a cuff miss occurred [suture retrieval issue]. After the guide wire was re-inserted, a third proglide device was used to achieve hemostasis. There was no reported tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.